Manufacturer narrative:
The customer's report was observed and attributed to ingress (evidence of fluid ingress) compromising the monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. No trend is associated with events of this nature.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to select energy level. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.